Manufacturer narrative:
We have requested the product to be returned for evaluation however to date it was not received. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that a small fine green fiber was observed from the irrigation port of sleeve into the patient's eye. The particle/fiber was successfully removed. There was no report of injury or consequences to the patient.

Manufacturer narrative:
The dp8230 needle tip reported in this complaint was not returned for evaluation. One swab was returned in an unknown peel pouch. Visual inspection found a small dark colored particle in the tip of the swab. A blue infusion sleeve was also returned and visual evaluation found thread like particles wadded up in the tip of the sleeve. The dark particle found on the swab was analysed using a energy-dispersive spectrometer and scanned with electron microscope. The analysis indicated that the dark colored particle consists primarily of calcium with small concentration of silicon and aluminum. The blue sleeve was also microscopically examined and even though the presence of multiple fibers in the irrigation port was confirmed, none of fibers was green as reported by the customer. The sleeve are manufactured in a class (B)(4) clean room environment, such fibers are not present on the production floor. The source of the particles cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.